Manufacturer narrative:
The following section has been corrected: b2- the initial report was marked as life threatening. This was reported in error. No life threatening events have been reported reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Explant date: (B)(6) 2018. Concomitant medical products: 0100214154, durom us acet cmpnt 54/48 n, 2403170. 0100185146, metasulâ® ldhâ®, head adapter, m, 0, taper 12/14-18/20, 2428533. 0100181480, metasulâ® ldhâ®, head, 48, code n, taper 18/20, 2403721. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's left hip was revised ten years post op due to unknown reason. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Attempts have been made and additional information on the reported event is unavailable.